Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a transtelephonic check was attempted in 2009. No magnet rate was recorded and the pulse generator exhibited backup pacing characteristics at 67 beats per minute (bpm). Three days later, during device interrogation, the remaining battery was depleted and the patient passed out for 5 seconds, responding at an escape of 30 bpm. Two days later, the pulse generator was explanted and replaced.